Event description:
Reportedly, approximately seven years ago, 4 titanium screws were used off label and were implanted in a pt's trachea to achieve vocal changes. Reportedly the pt had a metallic taste and elected to have the screws removed. This if 5 of 5 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.